Manufacturer narrative:
Daobo wang, tar toong victor chao, and chong hee lim. "Novel technique for extended septal myectomy using a microdebrider". Jtcvs techniques, 20:83-6, 2023. Doi: 10.1016/j.xjtc.2023.06.003. Medical safety assessment has been conducted for this event. Upon review of the reported event, it was determined that the reported adverse event is associated with an indication that is not approved for the microdebrider handpiece. Medical safety did review the instructions for use, which includes the following indications for use: the ipc¿ system is indicated for the incision/cutting, removal, drilling and sawing of soft and hard tissue and bone in head. Neck/ent (otologic, neurologic, neurotologic, sinus, rhinologic, nasopharyngeal/laryngeal), oral/maxillofacial and plastic/reconstructive/aesthetic surgical procedures. The report does not allege a malfunction of the device; however, the use issue of keeping the device activated while it was being withdrawn from the surgical site is a contributing factor to the reported harm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The literature article was reviewed regarding novel technique for extended septal myectomy using a microdebrider. Straightshot m4/m5 microdebrider with a 4.0 mm rad 40 curved rotatable blade with automated electromagnetic tracking were used. Septal myectomy procedure was performed. There was aortic valve injury because the foot pedal was not released during withdrawal of the microdebrider. The valve cusp was caught by the microdebrider and partially detached from the annulus. Fortunately, this was successfully repaired using a bovine pericardial patch.